Manufacturer narrative:
This event occurred at (B)(6) hospital in higashi-ku, japan. Section b1, b2, g3, h1, and h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline disconnect and low flow alarms; however; a specific cause for these findings and a direct correlation to heartmate 3 lvas could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2020. At 08:32:12, a pump stop event was captured due to the driveline being disconnected and remained disconnected until 08:32:17. During this time, low flow and lvad_off alarms were active. Additionally, the log file captured 90 low flow controller fault flags, when calculated flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 18 lasted for at least 10 seconds to trigger low flow hazard alarms. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file data and appeared to be functioning as intended. The cause of the low flow alarms and the driveline disconnect were not determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The hm3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient experienced a bacterial driveline infection. Surgical and drug treatment were performed. The cause of the infection was depending on the patient's condition. Although the relationship between the infection and this product was low, it could not be denied because the fixation of the driveline penetration was unstable.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline disconnect and low flow alarms; however; a specific cause for these findings and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported driveline infection and a direct correlation to the device could not be conclusively established through this investigation. The submitted controller event log file contained data from 30apr2020. At 08:32:12, a pump stop event was captured due to the driveline being disconnected and remained disconnected until 08:32:17. During this time, low flow and lvad_off alarms were active. Additionally, the log file captured 90 low flow controller fault flags, when calculated flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 18 lasted for at least 10 seconds to trigger low flow hazard alarms. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file data and appeared to be functioning as intended. The low flow alarms reportedly improved after the doctor adjusted the patient¿s preload and afterload and lowered the hematocrit to the minimum; however, low flow alarms still occur in the morning. The cause of the low flow alarms and the driveline disconnect were not determined. The account communicated that on (B)(6) 2020, bacterial driveline infection occurred in the patient. Treatment by surgery and treatment by drug therapy were performed. The account indicated the cause of infection was "depending on the patient's condition". Although the relationship between infection and this product is low, it cannot be denied (because the fixation of the percutaneous driveline penetration was unstable). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07jan2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped with heartmate 3 lvas instructions for use (IFU). The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This IFU instructs the user to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿system operations¿. Additionally, section 7, ¿alarms and troubleshooting¿, contains information regarding all system alarms, including the driveline disconnected alarm, and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document is currently available. This document also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿how your heart pump works¿. The patient handbook explains that the pump cannot run without power. Additionally, section 5, ¿alarms and troubleshooting¿ contains information regarding all system alarms and the recommended actions associated with them. The current heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below (B)(4) lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a driveline disconnect when the patient went to the hospital restroom. The patient denied touching the driveline and had no symptoms. When the device history was checked on the system monitor there was nothing abnormal.